Event description:
It was reported that the customer was receiving an alarm showing that the reservoir was empty although it was not. The customer's blood glucose was over 400 mg/dl. The customer stated that she received the alarm at least four times within ten days. Troubleshooting was done. Advised customer that the insulin pump was working as designed. The customer stated that the she was able to resolve the no delivery alarm by reconnecting the tubing cap. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.